Manufacturer narrative:
The investigation into high purge pressure has been completed. The impella device was not returned for evaluation. As the clinical details mention tissue plasminogen activator (tpa) addition resolved the issue, the root cause of the high purge pressure was most likely biomaterial the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21566: e4 should have been left blank.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The EU complainant had a cp pump inserted for cardiogenic shock / st elevated myocardial infarction patient. The pump had high purge pressure. They attempted to troubleshoot for kinking and other causes of high purge pressure. The team made the choice to intervene with tissue plasminogen activator / lysis. The patient expired while on support. The patient had needed resuscitation due to deep cardiogenic shock with high dose of catecholamines, lack of volume, and lactate of 12.9.